Manufacturer narrative:
The reported complaint of difficulty while removing the catheter was not confirmed during the visual and functional testing of the returned solex 7 catheter (lot #198495). No issues or discrepancies were found. No device malfunction was observed during the testing, and the catheter functioned as intended. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi; no leak and no issues were found. The catheter functioned as intended. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the catheter tip, and exited through the distal infusion luer port without resistance. The guidewire could be passed through the entire length of the lumen with no resistance.

Event description:
The solex 7 catheter (lot #198495) was utilized in ivtm therapy for a burn patient. The customer reported significant difficulty while removing the catheter, noting the presence of blood clot fragments on the serpentine balloon. The customer reported they followed zoll IFU instructions to achieve a safe catheter removal by deflating the balloon with a 20-ml syringe to remove residual saline and rotating the catheter during extraction. The customer was concerned about the appearance of the catheter upon removal. Although the solex 7 catheter's serpentine balloon remained intact, the resistance encountered during removal raised concerns about potential blood vessel injury. While the patient was not harmed, the customer expressed concerns regarding the apparent blood clots on the catheter. No consequences or impacts on the patient.